Manufacturer narrative:
The cryoprobe was returned to erbe USA and examined. The inspection revealed that the working end of the probe was broken at the connection point between the white tubing and the catheter. There is a slit or cut in the white tubing, approximately 2.3 cm long and located about 4.5 cm from the distal end of the white tubing. Therefore, the device was sent to the manufacturer and our parent company, erbe elektromedizin gmbh, for a more in-depth analysis. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If any conclusive determination is made by erbe germany as to the cause(s) of the rupture and breakage, then a follow-up MDR will be filed. The account is being made aware of the findings.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during testing prior to a navigational robotic case for biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). The cryosurgical unit settings were effect 1 with a tank pressure of 56 bar. During the test of the cryoprobe outside of the scope/navigational system, the cryosurgical unit's footswitch pedal was depressed and there was a hissing sound, therefore, the pedal was released. Once stepping on the pedal again there was hissing and then a "pop." The white portion of the cryoprobe was breached and the black portion blew off at the connection to the white portion. There was no report of any injury to the staff.